Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported during an intraocular lens (iol) implant procedure the trailing of the lens was straight. The procedure was completed. There was no patient contact. Additional information has been requested.

Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The product was returned for analysis and the reported complaint could not be observed. Iol was not returned. Only the device was returned. The device was returned loose in the carton. The lock out assembly has been removed. Viscoelastic is observed in the device. The plunger has been fully advanced outside the nozzle. No damage observed. Photo provided shows an activated company preloaded device. The plunger is advanced outside the tip of the nozzle, the iol appears to be adhered to the label on the device. The complainant indicates that was company ovd was not at room temperature before use but was from fridge. While we are unable to determine the origin of the reported complaint, our observations reasonably suggest that it is not manufacturing related. Based on the information provided by the customer, the most likely root cause is failure to follow IFU, as the surgeon states that company ovd was not at room temperature before use but was from fridge. The IFU states ensure that the company qualified ovd has been allowed to come to the operating room temperature over a 20 minute timeframe prior to use. Failure to do so may cause damage to the iol and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).